Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain left and right'), menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding') and urinary incontinence ('bladder or urinary problems or changes:urinary incontinence') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify- bilateral occlusion. Concurrent conditions included gerd and sinus disorder. Concomitant products included esomeprazole since 2017, metoprolol succinate (toprol) since 2017, norethisterone (micronor) since 2006 to april 2007 and triamcinolone acetonide (nasacort) since 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In march 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In may 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and arthralgia ("hip pain"). On (B)(6) 2008, the patient experienced breast mass ("mass was found in my left breast. Biopsy was done as well."), 1 year 9 months after insertion of essure (ess205). In february 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats") and hot flush ("hot flashes"). In may 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder/urinary,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), urinary incontinence (seriousness criterion medically significant) and pollakiuria ("urine frequency"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems - depression") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation (B)(6) 2008, mesh was implanted during hysterectomy.it had to removeafter to erosion and salpingectomy,hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, cystitis, urinary tract infection and abdominal pain lower had resolved and the menorrhagia, genital haemorrhage, mood swings, night sweats, hot flush, female sexual dysfunction, depression, urinary incontinence, dysmenorrhoea, breast mass, pollakiuria, arthralgia and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, breast mass, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, mood swings, night sweats, pelvic pain, pollakiuria, urinary incontinence, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007. Discrepancy noted in removal date- (B)(6) 2009, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on 12-apr-2007: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2019: new pfs received- new events added:hormonal changes describe: mood swings, night sweats and hot flashes, infection (bladder/ urinary tract/vaginal) type: bladder, utis, apareunia (inability to have sexual intercourse),psychological or psychiatric problems condition: depression, urine incontinence, urine frequency,dysmenorrhea (cramping),dyspareunia, hip pain, lower abdominal pain were added.outcome of events pain , abnormal vaginal bleeding , infections from unknown to recovered/resolved were updated.concomitant conditions and drugs, new reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy (full).). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, lab data, product information and events abnormal bleeding (vaginal), menorrhagia were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.